Event description:
It has been reported by a caregiver that while administering a bolus feeding through a feeding tube, the formula was running back out around the tube. When the caregiver removed the tube, the tube was reportedly almost broken where the tube connects with the port. There was no report of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident sample has been received. Visual examination noted a cut found on the tube union with the ports. The device history record was reviewed, finding no anomalies to be documented. In-process evaluation did not reveal any areas or tools that could cause this type of damage. Manufacturing and quality performs 100% visual and functional inspections on each device. A follow-up report will be sent if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.